Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, hypersensitivity may have occurred. The cardiologist reported that approximately 2 weeks post stent implantation, the pt presented with increased shortness of breath. "Thereafter, the pt has gotten progressively worse and has been in and out of the hosp. The pt has an undetermined lung disorder and is currently hospitalized." The cardiologist is trying to evaluate the pt for potential hypersensitivity reaction and rule out acute pulmonary fibrosis or acute pneumonitis. Additional info regarding this event has been requested.